Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button was defective. The cause for the inability to activate the device is the defective response button. The root cause for the defective response button cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.